Event description:
Event description boston scientific received information that during the lead implant procedure for this patient, with reported hypercardia, the lead was implanted and repositioned several times due to poor threshold measurements. Upon attempting to confirm the lead placement, an echogram was performed, and found that the lead had perforated the cardiac wall. It was reported tht the patient had no significant decline in blood pressure and that no drainage, or pericardial tap, was needed. The patient was under observation in the intensive care unit and under close observation, and did not have any severe side effects.